Manufacturer narrative:
(B)(4). Additional narrative: baxter received one device for evaluation. The device was received with the blue winged luer cap untightened. Once the cap was tightnened, no leak was detected. The reported condition was not confirmed and a root cause could not be identified. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
Baxter canada received a report that one (1) ce intermate unit leaked from the winged luer cap. The droplets were noted in the overpouch and the labels were wet. The winged luer cap could still be tightened with a very slight turn; the fill port cap was tight. The problem was noted prior to product use and there was no patient involvement. Sample is available for evaluation. On (B)(4) 2011, baxter received four (4) devices for evaluation instead of the originally reported one (1) . This complaint will address device 4 of 4 from this facility.